Event description:
Initial information received from a consumer on 04/15/2010: a currently (B) (6) female received treatment with poly-l-lactic acid (sculptra, lot# and exp date unk) for treatment under the eyes in (B) (6) 2008. Consumer reported she received two cycles of poly-l-lactic acid injections in (B) (6) 2008 under her eyes. She now has a lot of lumps under her eyes. One lump is the size of a dime. Her skin tone in these areas is even kind of grayish. She also stated she had used hyaluronic acid (restylane) and perlane in the past. No medical history reported. No further information reported.

Manufacturer narrative:
Device qc performed. 04/21/2010.